Manufacturer narrative:
No additional information has been provided regarding this event has been provided at this time. A device history record (DHR) review is unable to be performed as the serial number is unknown. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Moreover, patient related factors and progression of the patient¿s underlying valvular disease may have contributed to the event. The device was is unavailable for analysis and no patient medical history was provided; therefore, the root cause for the stenosis remains indeterminable. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this patient underwent transcatheter mitral valve replacement within an edwards magna mitral ease surgical valve (valve-in-valve) due to stenosis. The implant duration of the surgical valve is unknown. No other details regarding the event or patient's medical history are available at this time.